Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The most probable cause of the complaint chip on the adhesive around the objective lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a chip on the adhesive around the objective lens, along with foreign objects inside the air/water tube and the air/water cylinder. There was no patient involvement.